Event description:
Rptr developed a burning pain in her arms and chest. She also experienced low grade fever, rashes on her legs, blisters on her gums, chills, and a "strange feeling." She is nervous and her stomach is numb from the surgery.